Event description:
During a bone spur removal of the fifth metatarsal, a small metal fragment from the micro sagittal blade was left in the wound, this was unknown at the time of the procedure. 3/16/2000 during post-operative visit, x-rays were taken of the surgical site area and dr noted a small metal fragment in the surgical site. Dr is not planning on removing the fragment at this time. Stated no negative outcome to pt.